Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the lead revision took place on (B)(6) 2019.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03121. It was reported that the patient experienced ineffective stimulation due to lead migration, which was confirmed via x-rays. In turn, the patient underwent surgical intervention wherein the leads were repositioned and new anchors were implanted. Post-operatively, stimulation therapy was restored.